Manufacturer narrative:
As per the sapphire reporter, the event date (B)(6) 2010.

Event description:
A serious ae with floseal was reported for severe pain following laparoscopic cholecystectomy in a (B)(6) female patient with history of neuro-psychiatric disorders and treatment. This patient was operated on approximately 1 week to 10 days ago for cholecystectomy. Achieved hemostasis at the time of procedure. Approximately 2 days later she started complaining of significant right upper quadrant pain, evolving through the week to incapacitating pain, and preventing her from performing normal daily functions. Patient was readmitted and work up for acute abdomen was negative (which included a CT scan showing "a little fluid"). Dr (B)(6) (operating surgeon) upon 2nd look laparoscopy found "chunks of floseal everywhere" (stuck to the bowel, liver, duodenum, and anywhere near original floseal application) and the omentum on the right upper quadrant appeared "scarred and adhered to the abdominal wall." He reported that he attempted to remove as much as possible of the material he described as "chunks of hardened floseal," but was unable to remove all of it, as he said a lot was "attached to the duodenum and liver and difficult to remove through laparoscopic approach" and "is still there." The surgeon said that the patient does not have bovine allergy. During the initial operation he reported using 10ml of floseal to control "some oozing" on the liver bed after removal of the gallbladder and admitted he did not irrigate the excess floseal away. Patient is still admitted in the hospital today and receiving anti-inflammatory therapy and supportive measures (IV fluids and steroids), but still complaining of localized, ruq pain. Dr (B)(6) notes that she reported relief of her pain after the first 24h following the 2nd intervention, which he attributes to the release of the adhesions of the parietal peritoneum to the abdominal wall in that area. The pain has returned since.

Event description:
As it was reported by the (B)(4) study database, this patient, one day after the index procedure suffered a stroke. The patient is a (B)(6) female who underwent carotid angiography which revealed a 90 to 95% stenotic lesion in the left internal carotid artery. The lesion length was more that 22mm and the diameter of the vessel was approximately 4.5mm. Timi flow 3. A 6fr angioguard distal protection device was positioned distally to the lesion all the way in the left carotid. The lesion was pre-dilated with a 3mm balloon to four atmospheres (atm). The physician ten attempted to the advance the precise (pc0730rxc/ lot 15045762) stent , however this was unsuccessful due to re-coiling of the vessel. The lesion was again pre-dilated with a 3mm balloon and the stent was re-advanced but, again this was unsuccessful due to re-coiling. The lesion was then pre-dilated with a 4mmx30mm balloon to ten atm. And the precise stent was successfully placed, covering the entire lesion. The stent was then post-dilated to assure good wall apposition with a 4.5x20mm balloon. The balloon was removed and post angiography revealed no reflow in the left carotid artery.

Manufacturer narrative:
At this time, the angioguard was removed and angiography showed normal timi-3 flow. There was debris found in the filter basket when it was inspected outside the patient. The procedure was successfully completed and the patient was neurologically intact. There were no complications during the procedure. The day after the procedure, the patient suffered a mild stroke and problems swallowing and also weakness of the right leg. It was noted that the patient does have significant disease in the lower extremities and will need future revascularization. During a 30 day follow-up visit, it was noted that she was undergoing rehabilitation therapy with much improvement in her walking. Her sensory exam was normal and mentation. Her left side extremities were working well. The patient's central nervous system had a few problem concomitant products: simvastatin, famotidine, alprazolam, primidone, aspirin, bethanechol, alendronate, lyrica, metoprolol, namenda, aricept, hydrochlorothiazide, ropinirole, cyclobenzaprine, plavix, docusate. Concomitant devices: 6fr angioguard, 3mm balloon, 4mm balloon, 4.5 mm balloon the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that the catheter was implanted in a young pt on (B)(6), 2009. At the end of (B)(6) 2010, the catheter had to be explanted because of a defect. Apparently the catheter is damaged and/or a leak occurred. Problem occurred end of (B)(6) 2010.

Manufacturer narrative:
Information was received via the (B)(4) study that during a left internal carotid artery (ica) precise rx stenting procedure using an angioguard embolic protection device there was difficulty tracking the precise stent. In addition, after the stent was successfully placed followed by post dilation and removal of the balloon, angiography revealed no reflow in the left ica. At this time, the angioguard was removed and angiography showed normal timi-3 flow. There was debris found in the filter basket when it was inspected outside the patient. The procedure was successfully completed and the patient was neurologically intact and remained hemodynamically stable during the procedure the day after the procedure the patient had problems swallowing and weakness of the right leg which was diagnosed as a stroke. The patient is a (B)(6) female had a history of hyperlipidemia, hypertension, diabetes mellitus, coronary artery disease, abnormal stress test, and CABG within six week so of the index carotid artery stenting. At index procedure carotid angiography revealed a 90 to 95% stenotic lesion in the left internal carotid artery. The lesion length was more that 22mm and the diameter of the vessel was approximately 4.5mm. Timi flow 3. A 6fr angioguard distal protection device was positioned distally to the lesion all the way in the left carotid. The lesion was pre-dilated with a 3mm balloon to four atmospheres (atm). The physician then attempted to the advance the precise (pc0730rxc/ lot 15045762) stent, however this was unsuccessful due to re-coiling of the vessel. The lesion was again pre-dilated with a 3mm balloon and the stent was re-advanced but, again this was unsuccessful due to re-coiling. The lesion was then pre-dilated with a 4mmx30mm balloon to ten atm. And the precise stent was successfully placed, covering the entire lesion. The stent was then post-dilated to assure good wall apposition with a 4.5x20mm balloon. The balloon was removed and post angiography revealed no reflow in the left carotid artery. It was noted that the patient does have significant disease in the lower extremities and will need future revascularization. During a 30 day follow-up visit, it was noted that she was undergoing rehabilitation therapy with much improvement in her walking. Her sensory exam and mentation was normal. Her left side extremities were working well. Review of the patient's central nervous system indicated a few problems: swallowing, motor power 5/5 on the left side and right side 3/5 of the upper and lower extremity. She is walking with help. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypoperfusion during carotid artery stenting is a known associated adverse event. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Additionally, the purpose of the angioguard filter basket is to trap emboli during coronary, carotid, and peripheral procedures. As indicated in the instructions for use, significantly reduced absence of perfusion past the filter basket may indicate that the angioguard basket has reached its capacity to contain emboli, and it should be removed with exchange to a new one. As it was reported that upon removal of the angioguard after post dilation, distal perfusion returned to normal, there is no indication or allegation that a cordis product did not function as intended. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Ischemic stroke is a known potential adverse event associated with the carotid stent implantation procedure. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. Vessel/lesion characteristics appear to have contributed to the reported difficulty tracking the precise stent during the carotid artery stenting procedure as well as the intra-procedural transient hypoperfusion. These factors along with the patient's significant medical history and procedural factors may have contributed to the stroke one day post procedure. There is no indication that the events are related to device manufacturing issues. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Information was received via the (B)(4) study that during a left internal carotid artery (ica) precise rx stenting procedure using an angioguard embolic protection device there was difficulty tracking the precise stent. In addition, after the stent was successfully placed followed by post dilation and removal of the balloon, angiography revealed no reflow in the left ica. At this time, the angioguard was removed and angiography showed normal timi-3 flow. There was debris found in the filter basket when it was inspected outside the patient. The procedure was successfully completed and the patient was neurologically intact and remained hemodynamically stable during the procedure the day after the procedure, the patient had problems swallowing and weakness of the right leg which was diagnosed as a stroke. The patient is a (B)(6) female had a history of hyperlipidemia, hypertension, diabetes mellitus, coronary artery disease, abnormal stress test, and CABG within six week so of the index carotid artery stenting. At index procedure carotid angiography revealed a 90 to 95% stenotic lesion in the left internal carotid artery. The lesion length was more that 22mm and the diameter of the vessel was approximately 4.5mm. Timi flow 3. A 6fr angioguard distal protection device was positioned distally to the lesion all the way in the left carotid. The lesion was pre-dilated with a 3mm balloon to four atmospheres (atm). The physician then attempted to the advance the precise (pc0730rxc/ lot 15045762) stent, however this was unsuccessful due to re-coiling of the vessel. The lesion was again pre-dilated with a 3mm balloon and the stent was re-advanced but, again this was unsuccessful due to re-coiling. The lesion was then pre-dilated with a 4mmx30mm balloon to ten atm. And the precise stent was successfully placed, covering the entire lesion. The stent was then post-dilated to assure good wall apposition with a 4.5x20mm balloon. The balloon was removed and post angiography revealed no reflow in the left carotid artery. It was noted that the patient does have significant disease in the lower extremities and will need future revascularization. During a 30 day follow-up visit, it was noted that she was undergoing rehabilitation therapy with much improvement in her walking. Her sensory exam and mentation was normal. Her left side extremities were working well. Review of the patient's central nervous system indicated a few problems: swallowing, motor power 5/5 on the left side and right side 3/5 of the upper and lower extremity. She is walking with help. Hypoperfusion during carotid artery stenting is a known associated adverse event. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Additionally, the purpose of the angioguard filter basket is to trap emboli during coronary, carotid, and peripheral procedures. As indicated in the instructions for use, significantly reduced absence of perfusion past the filter basket may indicate that the angioguard basket has reached its capacity to contain emboli, and it should be removed with exchange to a new one. As it was reported that upon removal of the angioguard after post dilation, distal perfusion returned to normal, there is no indication or allegation that a cordis product did not function as intended. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Ischemic stroke is a known potential adverse event associated with the carotid stent implantation procedure. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. Vessel/lesion characteristics appear to have contributed to the reported difficulty tracking the precise stent during the carotid artery stenting procedure as well as the intra-procedural transient hypoperfusion. These factors along with the patient's significant medical history and procedural factors may have contributed to the stroke one day post procedure. There is no indication that the events are related to device manufacturing issues. Therefore, no corrective actions will be taken.